Event description:
It was reported under user inspection the cardiosave intra-aortic balloon pump (iabp) has poor touch panel sensitivity. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Date received by mfg from initial MDR corrected to 11/08/2023. A getinge field service engineer (fse) was dispatched to evaluate the issue. Operation inspection has been carried out. The fse was not able to reproduce that the touch panel sensitivity was poor. Touch panel calibration was performed after upgrading to d.00. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Operation confirmed good. After each work, the fse checked the operation based on the inspection record sheet and confirmed that it was currently in good working order.

Event description:
N/a